Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) system was left inside the patient¿s body and would not be removed due to an infection. The patient had a new ICD system implanted. No further patient complications have been reported as a result of this event.